Event description:
Received an email from a fire investigation officer regarding a scooter fire contained to a scooter that allegedly caused the customer smoke inhalation.

Event description:
Received an email from a fire investigation officer regarding a scooter fire contained to a scooter that allegedly caused the customer smoke inhalation.

Manufacturer narrative:
The initial reporter conducted an investigation and concluded that the unit was not the cause of the event.

Manufacturer narrative:
The consumer information, model number, serial number, and date of manufacture are unknown at this time. The device has not been made available for evaluation as of yet. Should the device or further information become available, a follow-up report will then be issued.